Manufacturer narrative:
During the device inspection, the quality engineer determined the cable¿s internal wiring was damaged since no other failures were found and a bias current error is an indication of a loss of electrical integrity. The device was discarded by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility the tps handpiece cord caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the tps handpiece cord caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.